Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp, and reported that the customer stated that the digital helium tank on the iabp screen was not corresponding to the analog helium gauge on iabp cart. The fse was able to verify that both gauges showed the same helium tank levels. However, the fse calibrated the iabp's high and low helium pressure transducers, and the iabp was put to run and passed all performance and function tests. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
The customer reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No adverse event was reported.